Manufacturer narrative:
Correction: the initial MDR submitted on march 27, 2026 was filed inadvertently. No explantation has occurred. Per the clinic, it was reported that during the placement of an abutment as part of a two-stage baha surgery on (B)(6) 2026, the surgeon observed that the bone and tissue had adhered together. However, during the subsequent removal of the cover screw, the implant was inadvertently removed along with the cover screw, indicating a lack of osseointegration.the clinic reported that there was inadequate bone growth to support the implant. Reimplantation is planned but had not taken place at the time of this report. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Implant loss with baha implants can occur at any time following implantation. Known reasons for implant loss include lack of adequate bone quality/quantity, trauma, infection, generalised diseases and surgical complication. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to an unspecified reason. Additional information has been requested but has not been made available as of the date of this report.